Manufacturer narrative:
MDR initial 4 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set fell off during use events on (B)(6) 2026 causing hyperglycemia. The infusion set was used for one day for all events. The high blood glucose was treated by multiple daily injection (mdi).